Manufacturer narrative:
Gtin/UDI number for item 30873, lot 16107037 is (B)(4). The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pca tubing was leaking at the connection site to the patient. The tubing was then replaced with a second set of tubing. This was also found to be leaking at the same site. There is no report of patient harm at this time.